Event description:
Tubing was being used for an amiodarone drip. Medication infused for approximately 3 hours then suddenly fluid started running out of the pump. A hole was discovered in the tubing just above the blue clamp. Tubing was replaced, patient was not harmed.